Event description:
A nurse reported than an ophthalmic console exhibited with no irrigation and displayed an error code during surgery. Surgeon restarted the console to complete the surgery. There was no patient harm, but surgery time was extended. Additional information received from the nurse indicated that the irrigation stopped but the aspiration was active during a phacoemulsification (phaco) phase.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Three potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The customer reported event cannot be confirmed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).